Manufacturer narrative:
The serious events of laryngeal oedema, dyspnoea, dysphagia and the non-serious event of cough were considered unexpected due to off-label use and were possibly related to the treatment. Seriousness criteria include the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure associated with off-label use or hypersensitivity to the product. The secondary events of dyspnoea, dysphagia, and cough following aspiration were likely secondary to the laryngeal oedema. This case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-apr-2025 by a registered nurse via a sales representative concerning a male patient of an unknown age. Additional information was received on the same day from an other health professional via regulatory authority. This case was 2 of 2 (reported by the same reporter). No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date in 2025, the patient underwent microlaryngoscopy and received treatment with restylane-l (lot 22655, expiry date 30-apr-2027) to the left vocal cord (unknown amount, injection technique and needle type) for laryngoplasty. The restylane-l was injected to left vocal cord (off label use of device). Initially, the patient was doing well after the procedure. However, on an unknown date in (B)(6) 2025, the patient woke up experiencing a cough (cough) and difficulty swallowing (dysphagia) his secretions. The patient also experienced increasing shortness of breath (dyspnoea). The patient went to the emergency department and underwent, where a bedside flexible laryngoscopy revealed significant laryngeal edema (laryngeal oedema) and evidence of aspiration. The patient was admitted to the hospital and received a dose of unspecified IV steroids. Following treatment, the patient felt better. The ent (ears, nose, throat) followed up with the patient and assessed he was safe for discharge. The patient was prescribed a resumption of a tapering course of prednisolone [prednisolone] and was discharged home in a stable and improved condition. Outcome at the time of the report: laryngeal edema was recovering/resolving. Shortness of breath was recovering/resolving. Difficulty swallowing was recovering/resolving. Cough was recovering/resolving. Restylane-l was injected to left vocal cord was recovered/resolved.